Manufacturer narrative:
The device was not returned for analysis. A review of the lot history identified no manufacturing nonconformities issued to the reported lot. Based on this information, the reported off label use (patient selection) was associated with the use of the mitraclip device on the tricuspid valve. It should be noted that the intended use section of the mitraclip ntr/xtr instructions for use (IFU) states: the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation. There is no indication that using the mitraclip on the tricuspid valve caused or contributed to the reported events. The reported unspecified tissue injury was a result of procedural conditions as chordae rupture occurred during positioning. Mitral valve injury is listed in the instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.na.

Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. (B)(4).

Event description:
This is being filed to report the chordal rupture. It was reported that this was a mitraclip procedure to treat tricuspid regurgitation (tr) with a grade of 4+. The clip delivery system (cds) was advanced to the valve and the leafelts grasped however the tr was unable to be reduced. During positioning of the cds, interaction caused a chordal rupture. The cds was removed and the procedure aborted with the tr remaining at 4+. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.